Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no clicking sound as the attempted cardiac resynchronization therapy defibrillator (crt-d) setscrew was being turned. The attempted left ventricular (lv) lead then reportedly dislodged after being pulled on and the same result was noted after several attempts. The patient was noted to be in serious condition and their heart failure had been aggravated during the operation. The crt-d and lead were not implanted and different product was used to complete the implant. No further patient complications have been reported as a result of this event.